Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) was confirmed. The belt has gel fire and pulse wires broken. The root cause was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying add gel messages.